Event description:
When attempting to start therapy with a new set after repeated and persistent alarms of "access extremely negative," the machine sucked a large amount of air into the set and lines, and was unable to be used.